Event description:
It was reported that the right ventricular (rv) lead had undersensing of an arrhythmia. Due to the undersensing of the arrhythmia, a shock was not delivered. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitants: a 5076-45 lead, implanted (B)(6) 2004. (B)(4).